Event description:
It was reported during a da vinci-assisted surgical procedure, the force bipolar instrument tip was broken and would not open/close properly. The site completed the procedure and there was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm nor replicate the reported issue. Fa found no damage to the wrist assembly nor was there misalignment of the grips. The instrument passed electrical continuity and there was no damage to the conductor wire. The instrument passed in house testing with no trouble found.